Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu30 device was leaking. No patient involvement. Reference: (B)(4).